Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Further information was received from the physician¿s office that the migration was a result of patient manipulation or trauma. The lead had migrated and not the generator. The referral for replacement was noted to be for the high impedance and both the lead and generator were noted to be referred for replacement (captured in MFR report #1644487-2017-03216).

Event description:
Patient underwent generator replacement surgery that was confirmed to not be related to the migration.

Event description:
Initial report was that a patient was referred for generator replacement for an unknown reason. Further information was received that the patient was interrogated and high impedance was observed (captured MFR. Report #1644487-2017-03216) as well as device migration. The patient was referred for device replacement. It was unclear at the time of the report what part of the device was migrating and whether the patient was referred for device replacement due to the migration or high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.